Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that battery longevity was short. When customer received the low battery alarm, insulin pump shut off within an hour instead of a day or two as customer was used to. Customer also reported to have received no delivery alarm and that display screen was cracked making it difficult at time to read display screen. Customer was not able to continue troubleshooting due to being at work. Customer's blood glucose was unknown. Customer would call back.